Event description:
The pt received her scs system (B)(6) 2009. The pt has not used the system for several months due to a hip replacement surgery. The programmer is showing a communication error. The pt was sent a new wand and a new programmer, these did not resolve the issue. The pt had an x-ray that did not show any issues with the ipg. The pt reported falling and having some back pain after the fall. The pt is working with her physician for a possible replacement of her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.